Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the surgery was completed successfully on (B)(6) 2017. Additional information received on 16 february 2017 and includes: patella bone fractured, but the implant was unharmed. Batch review performed on 28 february 2017. Lot 153529: (B)(4) items manufactured and released on 22 october 2015. Expiration date: 2020-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient fell and fractured his patella. The surgeon plans to revise the patella.